Manufacturer narrative:
The customer service engineer replaced the gui (graphic user interface) touchframe. The system then passed all calibrations and tests per manufacturer specifications.(B)(4)

Event description:
It was reported by a customer from the USA that, during patient use, the 840 ventilator generated a blocked screen error message. The patient was transferred to another ventilator. There was no reported patient injury.